Manufacturer narrative:
(B)(4). Batch # p57w60. Investigation summary: the analysis found that the psee60a device was received with no apparent damage and with an ecr60b cartridge was received broken, fully fired and with the cartridge pan detached from the cartridge. It is possible that the damaged was due to an improper handling of the device. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the cartridge could not be loaded into the device before the 2nd firing since the cartridge pan of the 1st firing was left inside the jaws. Another device was used to complete the case. There were no adverse consequences to the patient.